Manufacturer narrative:
Patient was born on an unreported date in 1935. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was described as wrong methodology used during connection. On the same day as the event onset, patient was treated with gentamicin (60 milligram, route, duration and frequency not reported) and vancomycin (1.58 milligram route, duration and frequency not reported) for peritonitis. Two days after the event onset, the patient was hospitalized for the event and patient stopped using antibiotic treatment with gentamicin and vancomycin. Fourteen days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.